Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative and a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient's battery was overdischarged due to difficulty managing charging- the patient recharged 6-8 hours daily and couldn't manage this with their two small children. The recharger wasn't making good contact with the battery. The issue was not resolved and surgical intervention was planned. No further complications reported.